Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited shock impedance measurements of greater than 125 ohms. Boston scientific technical services (ts) discussed troubleshooting with the health care professional (hcp). No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited shock impedance measurements of greater than 125 ohms. Boston scientific technical services (ts) discussed troubleshooting with the health care professional (hcp). No adverse patient effects were reported. The device remains in service. Additional information was received detailing that a commanded shock was performed and a code 1005 indicative an open circuit condition was recorded. Replacement of the system was recommended. At this time, this device remains in service.

Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe event or problem field h1: type of reportable event h6: device codes h6: patient codes h6: impact codes this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.

Event description:
This report is being filed to provide updated evaluation coding.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited shock impedance measurements of greater than 125 ohms. Boston scientific technical services (ts) discussed troubleshooting with the health care professional (hcp). No adverse patient effects were reported. The device remains in service. Additional information was received detailing that a commanded shock was performed and a code 1005 indicative an open circuit condition was recorded. Replacement of the system was recommended. At this time, this device remains in service. Additional information was received detailing that this device was explanted and replaced.

Manufacturer narrative:
Additional information was added to the following fields: b2: outcome attributed to adverse event. B5: describe event or problem field. H6: impact codes. Additional information was added to the following fields: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe event or problem field. H1: type of reportable event. H6: device codes. H6: patient codes. H6: impact codes. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited shock impedance measurements of greater than 125 ohms. Boston scientific technical services (ts) discussed troubleshooting with the health care professional (hcp). No adverse patient effects were reported. The device remains in service. Additional information was received detailing that a commanded shock was performed and a code 1005 indicative an open circuit condition was recorded. Replacement of the system was recommended. At this time, this device remains in service. Additional information was received detailing that this device was explanted and replaced. This device was returned to boston scientific for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Additional information was added to the following fields: b2: outcome attributed to adverse event. B5: describe event or problem field. H6: impact codes. Additional information was added to the following fields: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe event or problem field. H1: type of reportable event. H6: device codes. H6: patient codes. H6: impact codes.